Manufacturer narrative:
(B)(4).. The complaint was confirmed as the reporter stated that he had disconnected and reconnected bags. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction; therefore, no further investigation will be performed. Per the baxter homechoice operator's manual, users are warned not to reconnect disconnected solution bags during peritoneal dialysis therapy.

Event description:
The customer contacted baxter's service center reporting an alarm during refilling the heater on the homechoice (hc) and the home patient (hp) said he tried to resolve the alarm himself by disconnecting two bags and reconnecting them. The technical service representative (tsr) advised the hp to end therapy on the hc right away since the supplies were not safe to use and to contact the peritoneal dialysis registered nurse (pdrn) as soon as possible to notify of this. The hp understood. The hp to contact pd the rn as soon as possible. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.